Event description:
The customer reported the system collimator was stuck closed down at boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.